Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012, inratio: 5.4, re-test: 4.6; ng, (type unk) doctor's poc: 2.4 (1 day) heparin. Time between inratio tests on (B)(6) was 10 minutes. Time between doctor's poc and inratio tests was 1 day. Pt self tester reports touching finger to the sample well when applying sample to the test strip.

Manufacturer narrative:
Investigation pending.